Event description:
Reportedly, after firing the eea, dr reported the staples formed properly but the knife blade did not cut the tissue to create a stoma. Dr performed an iliostomy because he did not trust the anastomosis. He stated he might have done this anyway, but definitely felt it was necessary after the stapler did not cut. Dr used scissors to cut the stoma. He leak tested the anastomosis in the usual manner and it did not leak. Sex: unk. Procedure: lar.